Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
An individual was cue positive on (B)(6) 2022 using cartridge lot 22078f (cartridge sn (B)(4)) and got a negative pcr result on (B)(6) 2022. The individual was cue negative on (B)(6) 2022 and (B)(6) 2022. The individual was not symptomatic. Other close individuals tested negative and had no symptoms.